Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 348 which was not reproduced. System error 348 messages were verified through a review of the event history log. Evaluation visually observed the upper latch switch was out of the adjustment. The upper latch switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 348 (no upstream sensor poll) during delivery in the logistics department. There was no known patient injury or medical intervention associated with this event. No additional information is available.